Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 4315 - cause not established.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to reoperation.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, the patient underwent treatment of a thoracic aortic dissection, zone 2 type b dissection (distal to the left common carotid artery ostium and proximal to the left subclavian artery) with a conformable gore® tag® thoracic endoprosthesis. The maximum aortic diameter within treatment segment 55.3mm (computed tomography dated (B)(6) 2019). It was reported that images dated (B)(6) 2020, revealed an expanding thoracic aortic aneurysm after the type b dissection, maximum aortic diameter within treated segment 58mm. There was a reintervention on (B)(6) 2020, and a thoracic aortic stent graft was implanted. The patient tolerated the reintervention.